Event description:
It was reported that the patient presented via remote transmission. The patient received inappropriate hv therapy for atrial fibrillation with rapid ventricular response. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.